Manufacturer narrative:
Article citation: catic, a.; weinzierl, a.;heimer, j.; pompei, b.; harder, y. Smooth operator: nanotextured breast tissue expanders are associated with lower rates of capsular contracture. J. Clin. Med. 2024, 13, 5803. Https://doi.org/10.3390/jcm13195803 continued e.1. Facility name: department of plastic, reconstructive and aesthetic surgery, ospedale regionale di lugano, ente ospedaliero cantonale (eoc) the events of "capsular contracture", "necrosis", and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection; "mastectomy skin flap necrosis"; capsular contracture, baker grade iii/IV.

Event description:
Through journal article "smooth operator: nanotextured breast tissue expanders are associated with lower rates of capsular contracture", healthcare professional reported the following complications among 20 patients (22 breasts) implanted with macrotextured tissue expanders (tes) including: capsular contracture baker grades ii (4 breasts), iii (7), and IV (4), "infection" (1), "hematoma" (1), "mastectomy skin flap necrosis" (5), "malposition" (7), and "breast animation" (1). Affected sides are unknown. Devices have been explanted and replaced as part of breast reconstruction.